Manufacturer narrative:
Insulin pump error 35 noted in the pump history and critical pump error due to out of specification force sensor zero offset. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 154 mg/dl at the time of the incident. The insulin pump will be returned for analysis.